Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood was noted in the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation of helix difficulties. Subsequent electrical and mechanical testing did not identify any device abnormalities that may have caused or contributed to the reported loss of capture and dislodgement.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture. It was noted the patient had multiple premature atrial contractions with a burst of atrial fibrillation. An x-ray confirmed the lead had dislodged. An invasive procedure was performed. Attempts to reposition the lead were made however unsuccessful due to difficulty with the helix mechanism. The lead was successfully explanted and replaced. No additional adverse patient effects were reported.